Event description:
A malfunction code was reported, identified as malf 16, with a fault ID of 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The customer was instructed by technical support to use mdi as a backup therapy while their pump was being replaced. Additionally, the customer was guided to put the pump into storage mode and return it using a prepaid label within 10 days, with all instructions understood and acknowledged.